Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. Each screw head exhibited signs of use, including markings within the tulip-head consistent with proper engagement of the rod and set screw. The fracture face showed evidence of metal fatigue. This fatigue most likely occurred prior to the reported fusion. A portion of the screw showed evidence of brittle fracture, which likely coincides with the reported motor vehicle accident. The subject levels, l4-s1, successfully achieved fusion prior to the event, indicating that k2m products performed their intended function by facilitating arthrodesis in the spine. These devices are intended to provide temporary stabilization.

Event description:
On 10.13.2017 it was reported to k2m, inc. That a revision surgery took place in which broken screws were removed. Revision surgery took place (B)(6) 2017.